Event description:
Info received that the siderail would not latch. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found that the siderail would not latch. Found fluid ingress on the siderail latch, causing it not to latch. Cleaned the latch to resolve this issue.